Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site. Additionally, x-ray imaging revealed migration of both leads. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that the patient experienced ineffective therapy due to lead migration. Additionally, surgical intervention was undertaken on (B)(6) 2026, wherein the leads were replaced to address lead migration and the ipg pocket was tightened to address the pocket pain.